Manufacturer narrative:
Uehara, yukihiro, et al. (2025). Significance of 3-dimensional cardiac anatomical axis as the predictor of low qrs amplitude of subcutaneous implantable cardioverter-defibrillator. Heart rhythm o2 2025:1-9. Https://doi.org/10.1016/j.hroo.2025.08.041.

Event description:
It was reported per article of interest literature review that the authors aimed to investigate the relationship among cardiac rotation, subcutaneous electrogram (s-ECG) amplitude, and clinical events, theorizing that if the axis of the implanted subcutaneous implantable cardioverter defibrillator (s-ICD) was different from the cardiac anatomical axis, the amplitude of the s-ECG would be low, which could cause smart pass (sp) deactivation. Among the 115 cases of s-ICD implantation between 2016 and 2021, they retrospectively investigated 73 cases using tomography data. Emblem s-ICD system models a209 and a219 (boston scientific, (B)(6)) were used as generators. During the median follow-up period of 780 days, 10 patients experienced sp deactivation and 7 patients experienced inappropriate shocks (ias). No additional adverse patient effects were reported.